Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of discrepant inr results for a patient tested on coaguchek vantus meter with serial number (B)(4), compared to a laboratory using the stago thromboplastin method. The patient was tested on the meter with a result of 4.3 inr. Less than 7 hours later, the result from a laboratory was 3.0 inr. The customer's therapeutic range was 2.5 - 3.0 inr. The customer has no hematocrit concern, is not on heparin therapy, is not on direct thrombin inhibitors and does not have lupus or apas. The customer has had no new medications or changes in diet. The customer has no symptoms of bleeding or bruising. There was no allegation of an adverse event. The customer returned the meter for investigation. The returned meter was measured with the retention test strips using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 2.5 inr , qc 2: 2.4 inr , qc 3: 2.5 inr . The maximum difference between measurements was 4.0 %. The obtained qc results were in the allowed range. No error messages occurred during investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.